Manufacturer narrative:
(B)(4). E additional information: valuation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed through event history log review. The actual drain volume during drain 7 of the therapy started on 10/12/11 was 2648ml, which does not meet iipv criteria for a largest prescribed fill volume of 2000ml; therefore, this incident does not meet iipv criteria.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:44:19. During night drain cycle six, the patient's ultrafiltration reading was 1657ml, indicating the home patient (hp) drained 1657ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.